Manufacturer narrative:
One unpackaged ar-4068lnt, batch 15439773, was received for investigation. Visual inspection confirmed that the tip of the shaft was fractured. Functional testing could not be performed due to the condition of the device. The most likely cause of the reported failure is off-axis insertion or prying and leveraging the device, combined with excessive force during use. The complaint allegation is confirmed.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes prying or levering the device during use, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that an ar-4068lnt loop 'n' tack suture passer tip broke while trying to pass a suture in the labrum. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.